Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815 or k073374 or k090140. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter at (B)(6) hospital, on (B)(6) 2010". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter at (B)(6) hospital, (B)(6) on (B)(6) 2010." Additional information provided on 30dec2015: a retrieval was attempted on (B)(6) 2010 with the right internal jugular approach. Under ultrasound guidance, access to the right internal jugular vein is gained with a micropuncture needle followed by a 0.018 guidewire followed by a 5-french introducer, 0.035 guidewire and catheter are negotiated to the ivc. Catheter and guidewire are negotiated beyond the filter to the iliac vein confluence and an inferior venacavogram is performed. This demonstrates extensive clot in the filter and extending through the filter. Therefore, it was elected not to retrieve the filter. Extensive ivc thrombus involving the previously placed ivc filter. Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information provided on 30dec2015: filter remains in patient.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jug-celect-perm. Summary of investigational findings: since no device or imaging studies have been made available and only limited medical records have been available the exact root cause for what caused the alleged extensive clot in the filter and extending through the filter are unknown. IFU, potential adverse events: pulmonary embolism, filter embolization , vena cava occlusion or thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events

Event description:
Description according to short form complaint filed: it is alleged that "[pt] was implanted with a cook celect filter (B)(6) 2010". Additional information provided on 30dec2015: a retrieval was attempted on (B)(6) 2010 with the right internal jugular approach. Under ultrasound guidance, access to the right internal jugular vein is gained with a micropuncture needle followed by a 0.018 guidewire followed by a 5-french introducer, 0.035 guidewire and catheter are negotiated to the ivc. Catheter and guidewire are negotiated beyond the filter to the iliac vein confluence and an inferior venacavogram is performed. This demonstrates extensive clot in the filter and extending through the filter. Therefore, it was elected not to retrieve the filter. Extensive ivc thrombus involving the previously placed ivc filter. Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided. Additional information provided on 30dec2015: filter remains in patient.

Manufacturer narrative:
(B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event to product problem. Serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 12/14/2015 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2010 for dvt. A retrieval attempt on (B)(6) 2010 was abandoned due to alleged ¿extensive clot in the filter and extending through the filter,¿ per the procedure report. The plaintiff alleges clogged filter, device unable to be retrieved, abdominal pain, and anxiety.